Manufacturer narrative:
Analysis of the catheter identified a break in the catheter body and analysis found a hole where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion p ump containing unknown baclofen (31 mcg/ml at 13.5 mcg/day), bupivacaine (20 mg/ml at 8.7 mg/day), and dilaudid (6.2 mg/ml at 2.7 mg/day). The indications for use included non-malignant pain and failed back surgery syndrome. Other concomitant medications included zantac, depo-testerone, prilosec, bupropion, fluoxetine, crestor, baclofen, androgen, reglan, and lyrica. The patient's medical history included back surgery, a gastrointestinal (gi) bleed, depression, alcohol abuse, and an appendectomy. It was reported that the patient's pain control decreased. A dye study was performed on an unknown date and a leak was noted. The catheter was revised on (B)(6) 2017, and the spinal segment was removed and replaced. The pump segment of the catheter remained intact. The issue was considered resolved and the patient's status at the time of report was alive - no injury. There were no noted environmental, external, or patient factors that were thought to have led to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the clinical diagnosis was catheter leakage and the clinical diagnosis was increase in pain. It was noted the outcome of the event was resolved without sequelae on (B)(6) 2017. The date of the catheter access port (cap) contrast study where a catheter leak was found was (B)(6) 2017. The procedure notes indicated that contrast could be seen exiting the intrathecal tip at the t level. It was noted there seemed to be a small leak in the catheter at the supraspinal anchor site. The dye study detected an abnormality where there was a slight catheter leak as previously reported. It was noted there was no need to wean the patient/pump pre-operatively. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related and related to the intrathecal/spinal portion of the catheter. The logs indicated the patient was receiving h ydromorphone 6.2mg/ml for a total dose 2.2522mg/day, bupivacaine 20mg/ml for a total dose of 7.265mg/day, and unknown baclofen 31mcg/ml for a total dose of 11.261mcg/day. No further complications were reported/anticipated.